Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with duplicate lines on screen was confirmed. The root cause was determined to be a faulty main display. The main display was replaced to correct the reported condition. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter (B)(4), a colleague infusion pump with a duplicates. This condition had the potential to interrupt delivery. This occurred during the performed speaker test. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.